Event description:
It was reported that the patient underwent a revision surgery after nine polaris screws were found to have disassembled and one set screw was found to have migrated postoperatively. The screws and set screw were removed and replaced with alternates to complete the case. There were no additional patient impacts reported. This is report eleven of seventeen for this event.

Manufacturer narrative:
Added information to h6: type of investigation, investigation findings, investigation conclusions. This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) polaris screw (pn unk) and one (1) of one (1) polaris plug (pn 2000-1005) for the reported failure of loosening failure due to reaction with spf. Medical records were provided and reviewed as a part of the evaluation for this failure. The dhrs were reviewed. There are no indications of manufacturing issues that would have contributed to this event and the screws were likely conforming when they left zimmer biomet¿s control. The associated IFU was updated and the user was notified. An internal CAPA is investigating the cause. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Updated: d4 (lot). D4 (lot): j6715776 or j6678830 or j6678831 or j6633012. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2020-00415 to 3012447612-2020-00425. And reference reports 3012447612-2020-00515 to 3012447612-2020-00515.

Event description:
It was reported that the patient underwent a revision surgery after nine polaris screws were found to have disassembled and one set screw was found to have migrated postoperatively. The screws and set screw were removed and replaced with alternates to complete the case. There were no additional patient impacts reported. This is report eleven of seventeen for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00415 to.

Event description:
It was reported that the patient underwent a revision surgery after nine polaris screws were found to have disassembled and one set screw was found to have migrated postoperatively. The screws and set screw were removed and replaced with alternates to complete the case. There were no additional patient impacts reported. This is report eleven of eleven for this event.